Event description:
It was reported that a device was used during a laparoscopic assisted vaginal hysterectomy. The reset button did not work. Another device was used to complete the case. There was no consequence to the pt.